Event description:
It was reported that during implant this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements higher than 3000 ohms in the right atrial (ra) channel. Additionally, noise was noted. This crt-d was removed, and another crt-d was successfully used to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.